Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information received: manual arterial compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four different proglide devices with a 7f sheath after an intra-aortic balloon pump interventional procedure. Reportedly, when the plunger was removed the suture was not pulled out of the device. The same issue happened with all four different devices in four different positions 9 hour, 12 hour, 3 hour, 10 hour. In every position the same malfunction occurred. In addition, an occlusion was noted, but not caused by the proglide devices and it was treated with a percutaneous transluminal angioplasty. The method to achieve hemostasis was not specified. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.